Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The 75% stenosed target lesion was in the proximal portion of the severely tortuous 1st obtuse marginal (om). A non-bsc 6fr 3.75 guide catheter and a 0.014 choice exp supp str guidewire were inserted. The proximal 1st om was predilated with a 2.5 x 12mm maverick balloon at 8 atmospheres (atms) for 25 seconds (secs). A 3.0 x 16mm taxus express2 drug eluting stent had been selected, but was unable to cross the lesion. The stent delivery system (sds), guidewire and guidecatheter were removed. A new non-bsc 6fr 3.75 guide catheter was inserted and it was noticed that the stent had dislodged from the sds in the left circumflex (lcx) artery. A 2.0 x 15mm maverick2 balloon catheter was inserted and advanced "across target lesion where undeployed stent" was. The balloon was inflated at 16 atms for 24 secs and 6 atms for 33 secs crushing the stent against the vessel wall. A 2.75x18mm non-bsc stent was deployed across the target lesion at 16 atms for 18 secs. A 2nd 0.014 choice pt ex supp str guidewire was inserted. A 2.75x8mm non-bsc stent was inserted and deployed across the target lesion at 16 atms for 18 secs. A 2.75 x 15mm quantum maverick balloon was inserted. The 2nd guidewire was removed and the balloon catheter was inflated across the stented lesion at 14 atms for 12 secs, 12 atms for 8 secs and 16 atms for 11 secs. The patient was given plavix before the procedure. Plavix was administered for follow-up. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.